Event description:
It was reported that the pt had their pump explanted and replaced because it "quit working." The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.